Event description:
Customer reported during priming, the set was being spiked and a leak at the top of the line was noticed. There was no pt involvement. No additional info was provided.

Manufacturer narrative:
MFR's report date: 7/08/2009. Pt info requested, and all available info is included. This report was filed by the MFR. The product was received. Investigation is not complete. A follow up report will be submitted with if further info is obtained.